Manufacturer narrative:
(B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information was provided and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities are in progress; therefore, the root cause for the stenosis and regurgitation remains indeterminable. If new information becomes available, a supplemental report will be filed. Follow-up is in progress regarding the availability for this device for return. At this time, no response has been received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 31 mm pericardial mitral valve was explanted after an implant duration of 2 years and 3 months due to stenosis and leaking. A mechanical valve was implanted. There was no evidence of infection on the second mitral valve replacement and the patient outcome was reported to be fine.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the available information, the root cause of the degeneration, stenosis, and regurgitation was likely due to patient factors and the progression of the patient's underlying valvular procedure.

Event description:
Edwards received additional information through follow-up with the health care provider. It was reported that a 31mm pericardial mitral valve was explanted after an implant duration of 2 years, 3 months due to degeneration of the bioprosthetic mitral valve resulting in severe mitral regurgitation, and moderate to severe mitral stenosis. A mechanical valve was implanted in replacement. There was no evidence of infection on the second mitral valve replacement. Patient did well postoperatively and was discharged home in stable condition.